Event description:
Swelling complications were reported in a retrospective study of pts who underwent anterior cervical fusion using rhbmp-2. Fusion was performed through a standard surgical approach using rhbmp-2 at a concentration of 1.5mg/ml, however, the actual dose of rhbmp-2 applied could not be determined. In this pt, it is not known if rhbmp-2 was placed in a cortical ring allograft or interbody spacer, and/or around the graft itself in the disc space. The swelling complication occurred in a delayed fashion after a seemingly uneventful surgery, extubation, and initial postoperative course. This pt underwent initial c5-c7 anterior cervical fusion and, on postoperative day 4, experienced visible neck swelling and severe dysphagia that resulted in delayed hospital discharge. Prevertebral soft tissue swelling returned to baseline by postoperative week six. No other details or outcomes were mentioned.

Manufacturer narrative:
(B)(4). Literature citation: smucker, et al. Increased swelling complications associated with off-label usage of rhbmp-2 in the anterior cervical spine. Spine. 2006; volume 31, number 24: pp 2813-2819. A review of the device history records cannot be performed w/o add'l device info. W/o return of the device or associated records it is not possible to ascertain a cause for the reported event.